Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009; 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was toning. Additional information obtained via follow-up indicated there was an unknown lead issue. The patient had been seen in clinic and the sensitivity was reprogrammed. The patient was referred for a lead extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and anlyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the rv lead had possible damage and was exhibiting oversensing and noise. The rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right atrial (ra) lead was electively removed and not replaced at the time of the rv replacement. The ra lead was returned to the manufacturer, analyzed, and tested out of specification.